Event description:
It was reported that the patient was admitted to the hospital in 2008, due to increased threshold, decreasing r-waves, inappropriate therapy and myocardial perforation. The lead was repositioned and values were normal. The patient was admitted again six days later, due to the same problems and the lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.